Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit shuts down and the unit alarms not functional. The key failures are the compressor is noisy, the 4-way valve is not shifting, and the power switch is defective.